Event description:
Additional information received notes that low sensing was also observed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, elevated capture thresholds were observed. The lead was explanted and replaced. Patient was fine following the procedure.